Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device kit. The event report alleges the products were used in a surgical procedure. The visual inspection of the returned product noted the instrument timing was disrupted. The three 8 deep purchase tack reloads had disrupted timing and scratches on the inner tubes. Pmv performed functional testing which included correcting the instrument timing and loading the 5 deep purchase tack reload onto the instrument. The tacks deployed but did not seat properly in the test media and the gears were noted to skip during firing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation of the unit or improper loading of the single use loading unit. When excessive force is applied to fire the tacks with an improperly loaded single use loading unit, the spur gear can become damaged resulting in skipping during further firing of the instrument. The root cause of the observed damage was misuse of the product and there was no reported incident to determined relationship to the reported failure. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There is no reported condition for this product.